Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6)2023. Review of the download data, indicates the patient received eight appropriate treatments and two inappropriate treatments in response to CPR/motion artifact. At 12:50:29, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia @10 bpm. At 12:51:03, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus beat with nvst followed by asystole for 7 seconds. At 12:51:27, the patient received the third appropriate treatment. The patient¿s rhythm at the time of treatment was vf. The patient¿s post-shock rhythm was sinus bradycardia @ 20 bpm obscured by motion artifact. At 12:52:04, the patient received the fourth appropriate treatment. The patient¿s rhythm at the time of treatment was vf obscured by motion artifact. The patient¿s post-shock rhythm was sinus bradycardia @ 20 bpm obscured by motion artifact. At 12:54:10, the patient received the fifth appropriate treatment. The patient¿s rhythm at the time of treatment was vf. The patient¿s post-shock rhythm was sinus bradycardia @ 10 bpm with pvcs. At 12:54:37, the patient received the sixth appropriate treatment. The patient¿s rhythm at the time of treatment was vf. The patient¿s post-shock rhythm was sinus bradycardia @ 20 bpm with pvcs. At 12:56:21, the patient received the seventh appropriate treatment. The patient¿s rhythm at the time of treatment was vf. The patient¿s post-shock rhythm was sinus beat degrading to vt @ 200 bpm. At 12:56:43, the patient received the eighth appropriate treatment. The patient¿s rhythm at the time of treatment was vf. The patient¿s post-shock rhythm was asystole with intermittent cardiac activity and was obscured by motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy at 12:57:09, the patient received the first inappropriate treatment. The patient¿s rhythm at the time of treatment was asystole with intermittent cardiac activity and was obscured by motion artifact. The patient¿s post-shock rhythm was sinus bradycardia @ 30 bpm with pvcs. At 13:12:28, the patient received the second inappropriate treatment. The patient¿s rhythm at the time of treatment was sinus rhythm @80 bpm with hb, pause, and was obscured by CPR/motion artifact. The patient¿s post-shock rhythm was obscured by CPR/motion artifact. The electrode belt was disconnected at 13:12:36.